Event description:
Clinic notes dated (B)(6) "2031" were received on (B)(4) 2013. The notes indicated that, since the last visit, the patient experienced seizures where he fell to the group approximately two weeks prior. The patient continued to have 3-5 seizure per month. The patient had been tapering his lamictal since two weeks prior. It was noted that it was difficult to obtain an accurate frequency of seizures. In the past, the patient would typically have one seizure per week that could cluster as 2-3 seizures. The patients vns was interrogated without reprogramming. The device had 15% battery life remaining. Settings were provided. On (B)(4) 2013, it was reported that the patient was in the hospital due to an increase in seizures. The patient underwent generator revision on (B)(6) 2013. The generator was returned on (B)(4) 2013 and is pending analysis.

Event description:
Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.